Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call off no power without low battery indicator alarm. Customer's blood glucose level was 120 mg/dl. Customer advised the insulin pump will power off at times. Troubleshooting for the off no power alarm was performed. Customer's alarm history showed 2 bad battery alarms and a low battery alarm. Customer was advised a replacement battery cap will be sent out and to monitor the insulin pump and call back if issues persist. Customer called back stating that the battery cap did not resolve the issue. Customer's call dropped and communication could not be made to complete troubleshooting.